Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfrf054 showed one other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported via medwatch "when deaccessing the needle from patient port, the safety did not engage and the end user ended up with the needle in one hand and the safety device in the other." No other information was provided.